Manufacturer narrative:
The customer performed their own troubleshooting with the support of beckman technical specialist. The customer repeated the sample on roche and result was lower. The customer indicated this was likely related to igm interference in the enzymatic creatinine assay, however, based on information available the cause could not be confirmed at this time. There is insufficient evidence to suggest a system or reagent malfunction. The failure mode for this event is unknown. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high enzymatic creatinine patient results for one patient on their au5800 clinical chemistry analyzer. When the sample tested on the non-beckman roche analyzer, the customer indicated the result was lower. The high result was reported out of the laboratory. The customer indicated this patient had a change in patient management. The customer indicated this patient has been referred and seen by renal specialist based on the apparent decline in renal function. The patient has had renal ultrasounds scan performed. The patient was requested for a CT renal angiogram. The patient was also requested for a myeloma screening and result identified a new small igm paraprotein of 4 g/l. No additional information regarding patients¿ medication and condition were provided. An attempt was made to contact the customer for additional information for the event. No additional information has been provided at this time. If additional information is received, the complaint will be updated accordingly. There was no further confirmation provided of any impact to the patient. There was no death associated with this event. The customer reported this event to the united kingdom medicines and healthcare products regulatory agency (mhra).